Event description:
It was reported the loaner set shipped for a twinfix screw removal case had a dirty screwdriver on the tray that came into contact with the patient. Specifically, surgeon was struggling to engage the screwdriver in the head of the screw when he noticed it appeared to be comprised of two parts. He slid the outer sheath off of the screwdriver and discovered dried blood underneath. Since the screwdriver had been in contact with the patient, they are now taking precautions with the patient including blood work and putting her on anti-retrovirals to guard against diseases like (B)(6), etc.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.